Event description:
It was reported that the pump was frequently emitting loss of prime warnings. The pump was returned to animas for evaluation. During evaluation, the force sensor pins were found to be partially dislodged and one pin was found to be broken. This report is being made based on the investigation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/19/2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During evaluation, the display was found to be dislodged and the force sensor pins were found to be partially dislodged; one force sensor pin was found to be broken. (B)(6). Correction/removal reporting number: 2531779-03/24/2010-003-r.